Event description:
Alleged when the bed is locked into brake the brake/steer caster will continue to swivel.

Manufacturer narrative:
Technical support informed the facility to adjust the casters. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.